Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. After insertion the lens appeared cloudy and the surgeon decided to remove the lens. There was no pt injury. No further info is available.

Manufacturer narrative:
(B)(4). Method - lens work order search. Results: visual inspection of the returned product found the optic is torn. There are light scratches on the optic. Lens was returned in liquid. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).